Event description:
It was reported that a patient presented with noise on the right ventricular lead, which was over-sensing and resulted in ventricular tachycardia noted on the patient's stored episodes. A lead revision was recommended. No adverse patient symptoms were reported.